Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported the patient needed an MRI, but they were unable to get the MRI done because the ins was 'inoperable.' Caller said the controller wouldn't take a charge any longer and wasn't functioning; caller seemed uncertain of the exact issue, but knew ins hadn't been working for at least 2-3 months. Caller didn't have the patient's equipment with them at the time of the call, so troubleshooting couldn't be performed. Caller mentioned the patient had the same MRI done a year ago. Agent reviewed information about MRI mode. Caller will call back when they were with the patient and equipment for further troubleshooting.